Event description:
The surgeon implanted a cc4204bf collamer plate lens but it was removed due to a capsule tear. The model and lot numbers of the injector and cartridge used were not provided by the facility. Co has requested additional info but it has not been received to date.